Event description:
As reported, the patient underwent breast reconstruction procedure on (B)(6) 2017 and was implanted with galaflex. It was reported that about 5-6 years later, the patient with galaflex (p4hb) implant may have a breast cancer recurrence. It was also reported that the patient is currently undergoing diagnostic testing to confirm possible cancer recurrence.

Manufacturer narrative:
As reported, the patient may possibly have a breast cancer recurrence post implant of galaflex (p4hb). Based on the information available, no conclusions can be made. There is no identified causal relationship between the possible cancer recurrence and the galaflex implant used to treat the patient. In an abundance of caution, events for which relatedness cannot be completely ruled out are processed for MDR reporting. Review of manufacturing records shows product was manufactured to specification. Note, the date of event is considered to be a best estimate as ((B)(6) 2022) based on the awareness date. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
As reported, the patient may possibly have a breast cancer recurrence post implant of galaflex (p4hb). Based on the information available, no conclusions can be made. There is no identified causal relationship between the possible cancer recurrence and the galaflex implant used to treat the patient. In an abundance of caution, events for which relatedness cannot be completely ruled out are processed for MDR reporting. Review of manufacturing records shows product was manufactured to specification. Note, the date of event is considered to be a best estimate as (12-dec-2022) based on the awareness date. Addendum: h11: this supplemental MDR is submitted to correct medical device manufacturer and UDI. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent breast reconstruction procedure on (B)(6) 2017 and was implanted with galaflex. It was reported that about 5-6 years later, the patient with galaflex (p4hb) implant may have a breast cancer recurrence. It was also reported that the patient is currently undergoing diagnostic testing to confirm possible cancer recurrence.